Manufacturer narrative:
A sample was returned previously but it was identified that the sample returned is not related to this reported event. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. There was no probable cause found since no sample, picture or video were received for testing, therefore the reported condition was not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states 8 weeks after insertion the patient returned to the facility for dialysis and the nurse found the catheter was freely moving in and out of the entry site.

Manufacturer narrative:
The product involved in this complaint was a dialysis catheter with an unknown product number and an unknown lot number. Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The sample consisted of one palindrome catheter. The sample came inside a plastic bag and showed signs of use. The catheter was cut to 17.5 cm below the hub. Visual inspection was performed and the catheter did not present any issues in the suture wings. Additionally, in the evaluation it was observed that the cuff is firmly adhered to the catheter. An ishikawa diagram was used to determine the potential causes for this event and the possible causes were identified. The reported condition has not been confirmed. Based on sample evaluation the cuff w as present on the catheter. No issues were found on the cuff. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. Based on this investigation, the most possible causes are related to misuse, incorrect tunneling/suture wing not secured to the patient. A trigger was found for the product family. The occurrence percentage for this failure mode was found lower than the expected level per applicable risk management documents. The trigger found was analyzed according to procedure and as a conclusion this complaint will be used to track and trend because no linkage was found to the manufacturing process. Should additional information be provided, this complaint will be updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states 8 weeks after insertion the patient returned to the facility for dialysis and the nurse found the catheter was freely moving in and out of the entry site.

Manufacturer narrative:
Submit date: 2017/may/30. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states the patient returned to the facility for dialysis and the nurse found the catheter was freely moving in and out of the entry site.